Event description:
It was reported that a vns dell x5 computer froze on the interrogation successful screen. The issue resolved with a hard reset and the patient was able to be interrogated successfully. A replacement was not requested at that time.